Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 106 (night drain #6) alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The registered nurse (rn) stated that the patient was no longer connected. The technical service representative (tsr) had the rn check the alarm log where this alarm was noted. The tsr reviewed the programming and the patient was set to tidal therapy, the fill volume (fv) equaled 2200ml, last fv was 1500ml, the tidal volume percentage was at 90% and the patient had full drains every 6 cycle. The tsr suggested to raising a ultra filtration (uf) setting or changing the setting for full drains. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.